Event description:
It was reported that when using the bd pyxis¿ es server was on critical override. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were on critical override. A technical support specialist (tss) dialed into the server and ran a server downtime query, identifying delays in xmlprocessed minutes and the interface heartbeat time. The net.tcp, net.tcp listener, and net.pipe services were restarted, but the issue persisted. Error logs indicated a communication timeout in the pyxis external communication service. The tss then dialed into the carefusion coordination engine (cce) server and restarted the cce service, after which message flow resumed, and heartbeat delays were resolved. Michael confirmed that messages were processing successfully. It was observed that the cce server had been running for 99 days, and a reboot was recommended; michael planned to coordinate with it and provide feedback via email to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.